Manufacturer narrative:
The pod was received with the needle mechanism assembly not deployed. The pod data revealed the pod had been deactivated after first prime, and no alarms, timeouts, or drive stalls occurred. There were no damage or deficiencies observed in the drive mechanism assembly, and no issues with the pod that would indicate it would not function as expected. The investigation found no problems that would prevent the needle from deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle did not deploy. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle did not move forward when the pod was activated, which indicates a needle mechanism failure, the needle did not deploy. The pod was not worn.